Manufacturer narrative:
Additional information: g3, h3, h6 complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling.

Event description:
On 04/02/2024, it was reported by a sales representative via (B)(4) that (2) ar-2386-09 quadpro¿ harvesters were not working. This occurred during a case with no effect on the patient. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.